Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't make exposure. The fse confirmed that the large focus and small focus were defective. The fse checked the logfiles and measured the tube filament and found the small focus to be defective. The fse disassembled the housing, replaced the tube and performed some adjustments to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there is an exposure problem and no x-ray output. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.